Manufacturer narrative:
Follow-up #1: date of 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following finding: the battery compartment was cracked. There was evidence of moisture present in the battery compartment but not inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.